Event description:
Customer reported to beckman coulter, inc. (Bec) that they saw smoke and detected a 'small to moderate' burning smell from the unicel dxc 800 synchron system. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) noted the alternating current (ac) harness had melted. The fse replaced the harness, 3k transformer, and both 24v and 36b power supply. The fse verified the service was performed per established procedures. The fse verified the results met published performance specifications.

Manufacturer narrative:
Evaluation codes - results code - (other): alternating current harness. (B)(4).